Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with intuitive surgical, inc. (Isi) technical support. Isi requested that the instruments be returned. No site visit was conducted. Failure analysis (fa) was completed on two of returned instruments. No product issues were found with the vse instrument and mcs instrument. The system was working properly and no additional action was required as the issue was resolved. A review of the site¿s system logs show no related errors. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided. There were no issues found within the system logs. The instruments have been returned and have not revealed any issues with the products. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation. Section d10 concomitant products: monopolar curved scissors (part #470179-21 / lot #k15240801-0024), vessel sealer extend (part #80422-3 / lot #k17240912-0121), tenaculum forceps (part #470207-10 / lot #k11240119-0187).

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the hard, calcified fibroid was removed from the uterus. When the specimen bag was inserted into the patient to retrieve the specimen the customer noticed burn one small burn injury on the sigmoid colon and a linear burn on the peritoneum of the abdominal wall. No arcing was observed by the team. No errors were displayed by the system. A secondary, general surgeon, repaired the sigmoid colon by oversewing with a suture. The peritoneum did not need repair. The procedure was completed robotically. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the case started with the monopolar curved scissors (mcs) instrument on universal surgical manipulator (usm) #4 and the vessel sealer extend (vse) instrument on usm #2. The vse instrument was utilized for the myomectomy portion of the case. The tenaculum forceps instrument (a non-energy instrument) was then exchanged on usm #2. The tenaculum forceps instrument was utilized to manipulate the fibroid. A bedside assistant utilized a laparoscopic grasper with teeth to stabilize the specimen. The fibroid was split and a specimen bag was inserted to collect the fibroid tissue. At this time the team noticed the burn on the sigmoid colon and the peritoneum of the left side of the patient. No arcing was observed during the case and no errors were displayed by the system. The generator was set to standard settings and the grounding pad was properly placed. The tenaculum forceps instrument was exchanged for a maryland bipolar forceps instrument, but was not used as an energy instrument. The mcs instrument was exchanged for a large needle driver instrument. The uterus was oversewn where the fibroid was removed. A general surgeon repaired the sigmoid colon by oversewing the area of concern. The burn was on the left side of the patient and the surgeon stated that the mcs instrument was never on the left side of the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis was completed, and no product issues were found with the large needle driver and tenaculum forceps instruments. The instruments were fully functional. No product issues were identified.